Event description:
Customer alleges that during transfer of a pt from the bed the brakes did not hold, which allowed the bed to move. It is alleged the nurse was injured trying to hold pt and bed. Severity of injury was not given.